Event description:
Information was received from a caretaker regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient needed an adjustment. The caller found out yesterday (B)(6) 2017 that the patient could not feel any stimulation when they tried to increase stimulation. Troubleshooting included turning on/off the stimulation and increasing the stimulation up to 10v. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s caretaker. It was reported no further steps are taken to resolve the issue because patient had a stroke and he can't feel anything and has been in rehab for about a month. The stroke is unrelated to the devices. The reason for the initial call was that they were unable to get the patient to feel the stimulation. They turned it up, lowered it but patient felt nothing. It is unclear whether there is anything wrong with the device, the programmer or if it is because of patient's stroke. She stated that patient is in rehab facility and cannot go anywhere, even to the doctor's office so they can have the device checked out. It is unknown when patient will feel better enough to go to the doctor's office. Patient's weight at the time of the event was between (B)(6) pounds. The caller was redirected the patient¿s healthcare provider. No further complications were reported.